Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose levels ranged from 48 to 300 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).